Manufacturer narrative:
The product pertaining to this claim was not returned, however, the lens was received and a visual inspection shows the lens is torn into three pieces. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for eval. Conclusions - an investigation was opened to eval a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridge were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated, that the surgeon was inserting a +20.5 diopter single piece collamer lens and the plunger in the injector over rode the lens and tore the lens. The lens was removed with no pt injury.